Event description:
Related manufacturer reference number: 2017865-2025-12418. It was reported that post implant procedure, it was noted that the right atrial (ra) lead had dislodged. The patient was brought back to the operating room and the lead was repositioned. On (B)(6) 2025, the patient presented in the intensive care unit experiencing discomfort. Upon review, it was noted that the patient experienced a pericardial effusion, perforation of the ra lead was suspected. A chest tube was placed to drain the fluid. Upon device interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture in multiple vectors and patient experienced phrenic nerve stimulation in some vectors. X-ray imaging was performed and revealed the lv lead appeared in position. It was suspected that the pericardial effusion and chest tube might have cause inflammation and elevated thresholds. The lv lead was reprogrammed off. No further intervention was performed. The patient was recovering.

Manufacturer narrative:
B5 should not have indicated a microdislodgement of the left ventricular (lv) lead and that x-ray imaging revealed that the lv lead appeared to be in position, and h6 should not have included code "2923 - device dislodged or dislocated".

Event description:
Related manufacturer reference number: 2017865-2025-12418. It was reported that post implant procedure, it was noted that the right atrial (ra) lead had dislodged. The patient was brought back to the operating room and the lead was repositioned. On (B)(6) 2025, the patient presented in the intensive care unit experiencing discomfort. Upon review, it was noted that the patient experienced a pericardial effusion, perforation of the ra lead was suspected. A chest tube was placed to drain the fluid. Upon device interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture in multiple vectors and patient experienced phrenic nerve stimulation in some vectors. X-ray imaging was performed and revealed a micro dislodgement of the lv lead. It was suspected that the pericardial effusion and chest tube might have cause inflammation and elevated thresholds. The lv lead was reprogrammed off. No further intervention was performed. The patient was recovering.